Event description:
On or around 05/05/1997, the account reported an erratic result for ck-mb, which was run on the axsym analyzer. An initial result of 82.8 ng/ml was reported. The sample was later retested and a result of 4.8 mg/ml was given. According to the account, all controls were within specified ranges when the sample was initally run and a flag was not given with the result. However, other patient samples run at the same time had results flagged by the instrument. The customer had experienced calibration failures and stated buffer was leaking from the connections on dispensors 1 and 3. Two dispensors have been sent for the account to install. No further patient information has been provided. The physician stated the patient did not have any other clinical indications of an ami. No report of injury.

Manufacturer narrative:
Complaint investigation: according to complaint text, buffer was leaking from connections on dispensors 1 and 3. Axsym systems operations manual (r3, feb. 1996), section 10, lists improper dispensing of bulk solutions 1 and 3 as a probable cause for results being erratic, discrepant, and/or experiencing imprecision (pg. 10-273). New dispensors were installed by the customer on 5/6/97 and the observed malfunction was resolved. Additionally, labeling states in the package insert, under limitations of the procedure, that results should be used in conjunction with clinical observations of the pt. As an add'l investigation, 12 months of data for total complaints againsts the axsym analyzer was reviewed. No adverse trends were found requiring further investigation. No corrective action is required. Adequate labeling exists to minimize any associated riks to pt results. This is the final report.